Event description:
Hill-rom has received a report alleging that the patient's ribs were fractured. The report indicates that the fractured ribs were identified after treatment with the vest. No malfunctions of the device was alleged nor found through the analysis of the unit.